Event description:
Rptr's occupation as an rn in gi lab required that they wear protective gloves. Rptr began to have a rash that caused itching buring all over, and difficulty breathing. This occurred for 2 years till rptr could not tolerate it and was forced to find employment in another field that does not require latex gloves. But rptr has to eliminate all latex in her environment, clothing, etc.